Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch (lss). It is unknown if this occurred due to high or low impedance measurements, or when the lss occurred. There were some episodes of noise that were stored as ventricular tachycardia events, however no noise was present during isometrics or while in a unipolar configuration. To date, there have been no additional adverse patient effects reported.